Event description:
The drill broke at the time of punching. The tip of the drill was not removed from the patient. According to the surgeon, complications will not occur.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation of the drill shows the drill head has broken off. Drill was forwarded to supplier quality for evaluation with the vendor. One device was returned for evaluation. The failure mode of 'broken' was confirmed. An investigation of the manufacture of the device was performed. It was identified that the device was manufactured by lab medical. Lab medical is no longer the supplier for this product due to quality performance issues. Currently this device is being manufactured by a different vendor. We will continue to monitor the performance of devices manufactured by the new vendor to ensure customer satisfaction. No further investigation is warranted at this time. (B)(4).